Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause and treatment were unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was discharged six days after hospital admission. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.